Manufacturer narrative:
Device passed the displacement test and active current test. Device failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Device received with cracked belt clip rail case corner and battery tube threads. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer stated that after taking the shots the blood glucose was 189 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.